Event description:
Litigation papers allege severe pain associated with implants and revision surgery that has significantly limited his ability to enjoy life.

Event description:
Bilateral patient: litigation papers allege severe pain associated with implants and revision surgery that has significantly limited his ability to enjoy life. Update: (B)(6) 2012 - the sales rep has reported the revision surgery for the left side. Reason for revision was not provided.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.